Event description:
It was reported that "balloon leakage was observed when it was tested before use and the balloon did not inflate." No patient injury was reported.

Manufacturer narrative:
One catheter was returned with attached monoject 1.5cc syringe for evaluation. No introducer or contamination shield was returned. No balloon failure was identified during the evaluation; however, the balloon did not inflate due to interlumen leakage at the catheter tip area between the inflation and distal lumens. Leakage stopped when the proximal balloon end was clipped. The proximal injectate lumen was patent without leakage. Location of the interlumen leak was determined by clipping the catheter body from the distal end until leakage stopped. The balloon was removed to examine the condition of the catheter body under the balloon and no visible damage was observed. No visible damage to the catheter body, balloon or returned syringe was observed. Visual examination was performed under microscope at 10x magnification. A review of the manufacturing records indicated that the product met specification at the time of release. The customer report was confirmed to be related to the manufacturing process. An investigation is underway determine if actions are necessary to prevent recurrence of this type of complaint.